Event description:
It was reported to boston scientific corporation that a polyflex airway stent was used during an airway stent placement procedure on (B)(6) 2011. According to the complainant, the indication for the procedure was treatment for tracheomalacia, not appropriate for resection. During the procedure, the stent was deployed within the trachea. However, following placement of the stent, the patient "did very poorly" and began to desaturate. The patient's heart rate decreased to the point in which it may have stopped. The physician removed the delivery system from the patient, then went down with a flexible endoscope and observed a perforation. The physician believes that upon deploying the stent, as the stent was expanding in the airway, the stent perforated the patient's airway. The physician removed the stent with rat-tooth forceps. The patient received a tracheotomy and a chest tube was inserted. The patient was then sent to surgery to repair the perforation. The current condition of the patient is "stable, guarded, neurologically intact." The patient is on a ventilator and the physician stated that the patient "has a long road ahead of her."

Manufacturer narrative:
The complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.